Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 47 mm diameter abdominal aortic aneurysm. It was reported that on a CT exam performed approximately 13 years post index procedure a type ia endoleak was observed. It was noted that the aneurx stent graft had migrated to 10 mm below the renal arteries and the aorta had dilated larger than the 28 mm bifurcate. The patient received treatment with a non-mdt cuff and 10 heli-fx endoanchors and the endoleak was resolved. As per the physician, the cause of the event was due to aortic dilatation and migration of the stent graft. No additional clinical sequelae were reported and the patient is fine.